Event description:
It was reported the pt had received a trial lead successfully. The next day, it was reported the pt had what was believed to be a myocardial infarction. F/u regarding the pt status found the physician had cleared the pt, and the ipg was implanted on (B)(6) 2013 to complete the scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.